Event description:
It was reported that during an unk procedure, the device did not staple. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Serial #=na